Event description:
Tech reported one incident of a blood leak from a crack in the arterial luer lock connector of the psn 140 dialyzer. Incident occurred 40 minutes before the end of treatment and was noted visually. Estimated blood loss was reported as minimal. No pt injury or medical intervention was reported per tech.